Manufacturer narrative:
There were multiple PMA / 510(k) numbers reported to be involved. The original MDR included the information for #k945952. The correction is made to include the additional PMA / 510(k) number: PMA / 510(k)#: k901449.

Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed.

Event description:
It was reported that there was foreign matter inside a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes before use. No injury or medical intervention.